Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer reported they experienced seizure and/or loss of consciousness. However, no further information could be obtained as customer did not be want to disclose further details. There was no report of death or permanent impairment associated with this event.